Manufacturer narrative:
Physio-control is continuing to investigate the reported incident.

Event description:
Incoming technical support call. Found during testing. The customer reported that the service icon was illuminated on their device. There was no pt use associated with the event.